Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received multiple inappropriate shocks due to suspected emi. Inappropriate vt detection was noted. High voltage therapies were programmed off until the device was explanted and replaced the next day. Eri had been reached. There were no complications.